Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. In this case, it is likely that the balloon interacted with the heavily calcified and moderately tortuous anatomy such that the balloon became damaged and subsequently ruptured during second inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending (dlad) coronary artery with heavy calcification, moderate tortuosity and 90% stenosis. The 2.0x15mm mini trek rx balloon dilating catheter (bdc) was prepped per the instructions for use and was used for pre-dilation. The bdc was inflated once at 12 atmospheres (atm) and ruptured during use. An nc trek neo bdc was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.